Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue and subsequent misaligned alignment markers during cds removal in this incident could not be determined. It is possible that the user inadvertently misidentified that alignment markers as aligned during cds insertion into the sgc, resulting in the reported sleeve steering issue and misaligned markers during removal. The reported difficulty removing the device due to the clip becoming caught on the guide soft tip appears to be a result of user technique, as the operator inadvertently jerked the cds into the sgc during removal, resulting in the clip becoming caught. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. Cds 70109u228 is filed under separate medwatch report.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds 70109u232) and the resistance during removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior leaflet had severe prolapse. The first cds (70109u232) was advanced into the left atrium. When the m knob was turned, the clip turned the wrong way; therefore, it was determined that the devices were mis-keyed. During retraction of the cds, the clip was inadvertently jerked a little resulting in the clip catching on the soft tip of the steerable guide catheter (sgc). The clip was able to be removed from the sgc successfully. A second cds was used with the same sgc. The second clip was deployed successfully, reducing the mr to 3. The third cds (70109u228) was advanced and the clip was to be placed medial to the deployed clip. Imaging had deteriorated making grasping difficult; however, the clip was placed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The decision was made to end the case as the patients mr had improved to a grade of 3. The patient was stable post procedure. No additional information was provided.